Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two appropriate treatments and five inappropriate treatments. The device was started up at 22:29:47 on (B)(6) 2024. At 09:40:42 on (B)(6) 2024, an arrhythmia was detected. ECG shows sinus rhythm @ 90 bpm with pvcs/nsvt. At 09:41:22, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. Rhythm at the time of treatment was sinus rhythm @ 90 bpm with pvcs/nsvt. Post shock rhythm was sinus rhythm @ 80 bpm with pvcs/nsvt. At 02:11:59 on (B)(6) 2024, an arrhythmia was detected. ECG shows vt @ 200 bpm. At 02:12:36, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm. Post shock rhythm was sinus bradycardia @ 25 bpm with pvc. At 02:17:15, an arrhythmia was detected. ECG shows af with rvr @ 160 bpm with nsvt. At 02:18:55, the patient received the second inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 160 bpm with nsvt/pvcs. Post shock rhythm was af with rvr @ 160 bpm. At 02:20:19, an arrhythmia was detected. ECG shows svt @ 160 bpm with nsvt. At 02:21:25, the patient received the third inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 170 bpm with nsvt/pvcs. Post shock rhythm was af with rvr @ 170 bpm with pvcs. At 02:21:57, the patient received the fourth inappropriate treatment. Af contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 160 bpm. Post shock rhythm was af with rvr from 90-160 bpm. At 02:22:45, the patient received the fifth inappropriate treatment. Af contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 150 bpm with pvcs. Post shock rhythm was nsvt. At 02:29:27, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm with motion artifact. Post shock rhythm was sinus bradycardia @ 50 bpm with CPR/motion/tactile artifact and electrode lead falloff. The electrode belt was disconnected at 05:19:18 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.